Event description:
The doctor claims that during an abdominal aortic aneurysm procedure, a tear was observed in the branch (bifurcation) of the graft. The tear was repaired with a stitch. The procedure outcome was successful. The patient's condition was fine. Note: although the tear was noticed during the procedure, leakage of blood through the tear could not be confirmed or denied, but is being reported by the manufacturer at this time based upon the reported description of the event. Further information appears, at this time, to be unattainable. On 12/2001, the company learned the following: after anastomosing the graft, releasing the clamp and pressurizing the graft, blood leaked for approximately 3 seconds form the sewn seam in the graft's bifurcation which had opened. The exact quantity of blood lost through the graft is unknown and unattainable. The dr stated he was concerned that if the seam had not opened during the procedure it could have opened afterward, while in the patient at home causing injury or death.